Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements three months post-implant. A revision procedure was performed to reposition the lead. During the procedure, the helix was retracted and the lead was repositioned, but then the helix would not extend. This lead was removed and another lead of the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Resistance testing confirmed the lead was electrically continuous. An x-ray showed deformed conductor coils at the distal end of the terminal pin. A stylet was attempted to be inserted into the lead and became stopped at the deformed inner coil. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems; however, it was suspected the deformed inner coil contributed to the observation. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.